Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On 01/05/2024, it was reported by a sales representative via (B)(4) that an ar-3636 knotless 1.8 fibertak® soft anchor broke near the junction where the loop is wedged together. This occurred during a bankart case when they began shuttling the blue ¿healing suture¿ through the knotless fibertak before the blue suture passed through the anchor. The surgeons were careful not to cut any sutures with the suture lasso while passing through the labrum. Additional information was provided on 01/15/2024, where it was reported by the sales representative that the procedure was completed by cutting the suture flush and using an additional ar-3636 next to that anchor.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.